Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 500 mg/dl. The customer treated by giving himself injections. The customer stated that he was going through multiple infusion sets and none were working even after trying different sites on his body. The customer reported that there was a leak at the site. The customer was advised to change the infusion set. The two infusion sets were returned for analysis. The insulin pump was not returned for analysis.